Event description:
It was reported that a user experienced recurrent low glucose episodes while using the ilet system, stating that the device had not sufficiently adjusted to daily needs and was driving glucose low, and the user acknowledged overtreating hypoglycemia with candy or juice; the user sought assistance and was referred for additional training, with use of oral glucose reported. Symptoms included anxiety and hypoglycemia and hyperglycemia ranging from 45 mg/dl to 200 mg/dl. Outcomes included the need for troubleshooting support and assignment for clinician follow-up and additional training. Investigation included triage by customer care, attempted transfer to a clinical support line, and escalation for clinician outreach. Investigation of this case revealed user management factors, specifically overtreatment of hypoglycemia, as the primary contributor rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user technique and education needs were the most likely cause.